Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with complaints of chest pain. It was discovered that the patient had a pericardial effusion due to cardiac perforation. The cause of perforation was unknown. The physician performed a pericardial window and removed the fluid. The lead was removed and replaced with no further complications. The patient was stable and in good condition following the procedure.